Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The ra lead remains in use. It was also noted that the right ventricular (rv) lead exhibited an superior vena cava (svc) warning for high impedance. The rv lead remains in use. Follow up yielded no information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead does not have an svc coil.